Event description:
While treating a (B)(6) male, a perforation was observed in a calcified lesion in the right anterior tibial artery. Inflation of a 2.5 and then a 3.0 balloon resolved the perforation. The case was completed without further issue.